Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. Returned therapy cable failed weight test and safety test due to pre-shock gel deployment. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
During patient refit, the patient told the kmts field rep that the patient had previously received a therapy shock. The patient had multiple tachycardia episodes logged. The patient also informed the field rep that the patient was able to divert therapy several times but failed to divert one on time and the patient received the therapy shock. The patient stated that the patient got knocked over by the shock and could barely breath right after the shock. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.